Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation as it has been discarded; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that there have been multiple concerns brought up by staff when inserting the feeding tubes. The tube frequently curls in the esophagus or stomach during insertion. The guidewire can be challenging to remove after insertion is confirmed for placement, despite having saline instilled. Tubes have sometimes had to be removed after insertion due to the guidewire not coming out. The green cap has also disconnected from the guidewire which required the use of clamps to remove the guidewire. This issue seems to be specific to the individual user. There has been no patient injury or medical intervention associated with any of these events. No other specific details are available at this time.